Event description:
Information was received, from a patient. Receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported, that the reason for call, was the patient stated, they had their pump replaced today by a doctor (name provided). The patient stated, the pump had to be replaced, because it was clogged for a long time. And they were in pain all the time, but they never received the personal therapy manager (ptm). The patient was redirected to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.